Event description:
The customer reported that the reservoir was leaking and the transfer guard needle was bent. During the call the customer stated that she was hospitalized for high blood glucose. The blood glucose reading was over 500mg/dl. The customer also stated having low and high glucose level for the past several weeks. Troubleshooting was performed. The time on the insulin pump was off by ten minutes. The customer stated that she uses the infusion sets longer than three days. The daily totals are matching the basal and bolus. The customer stated that she has heavy scar tissue and periodically the cannulas are bent. Ran a fixed prime and high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.